Event description:
It was reported that during a meniscus refixation procedure, when tightening the slip knot, the thread tore and implants had to be removed. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle. A 12 inch length of suture was also returned which showed no fraying at either end. The actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: suture inadvertently cut with ancillary device when reducing the knot or delivery needle. Per the device instructions for use under warning: ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.